Event description:
It was reported that a flogard infusion pump experienced a battery low alarm. It is unknown when in the process this occurred. There was no patient involvement reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter technician. Review of the alarm log confirmed the reported alarm. The root cause was determined to be a defective main battery. The main battery was replaced to address this issue and the device was returned to the customer. Should additional relevant information become available, a supplemental report will be sent.